Manufacturer narrative:
Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number3007284313-2024-03353 was submitted in error and is hereby retracted.

Manufacturer narrative:
According to the gore® dryseal flex introducer sheath instructions for use, adverse events that may occur and / or require intervention include, but are not limited to: blood loss. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On june 11, 2024, during an endovascular procedure for treatment of a zone 2 thoracic aortic aneurysm and was implanted with gore® tag® thoracic branch endoprostheses. It was reported that during advancement of the gore® tag® thoracic aortic branch component aortic component using a gore® dryseal flex introducer sheath(dsf), the inside bladder/tube of the sheath was ruptured. It is believed the rupture occurred when they pushed the device forward and up out of the sheath you know they had hemostasis as long as the device was inside sheath, but once they delivered the device outside of the sheath they just had a flowing tube there and they had a lot of bleeding and a clamp was put on the valve and the device and the sheath were removed from the patient together. This device was not implanted and the procedure was completed with the implant of another aortic component using a new dsf. The patient tolerated the procedure with good results. The patient did not require transfusion or suffer hemodynamic impairment. The sheath and device not implanted were discarded at the site.